Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a problem with the marker channels. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no sensing markers on the electrocardiogram following the termination of a non sustained ventricular tachycardia episode. The device remains in use. No patient complications have been reported as a result of this event.